Manufacturer narrative:
Unit power up properly after battery installation. No blank display, missing segment, lines or pushed escape button gets the black screen then fades away noted. All buttons functioning properly. No moisture/ damage/unlocked lcd keypad connector noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms or back light, vibrate anomaly during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of experiencing a blank display. His blood glucose was 208 mg/dl at the time of the incident. During troubleshooting, he stated that the black screen returns but then fades away. He stated that he received a straight line on the screen and the back light is on and then the straight line faded. He was assisted with performing the self-test but was unable to run it because he could not see the screen. During troubleshooting for partial display, he stated that the display did not return to normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.